Event description:
Customer reported that while supporting a patient, the css console exhibited a left-right imbalance alarm. The patient was switched to a backup console. There was no patient impact. After the patient was switched, the console was evaluated by the hosp biomedical engineer in the hosp lab. He adjusted the console to within the setup parameters as described in the syncardia css user's manual, and the console successfully passed the console test validation protocol. A syncardia clinical support team member subsequently evaluated the console in the hosp lab, and the console was functioning as intended. This alleged failure mode poses a low risk to the patient because the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions. The console exhibited an alarm condition when an alarm condition did not exist. Syncardia has completed its evaluation of this complaint and is closing this file.